Event description:
It was reported that the device went to elective replacement (eri) in august yet the estimated longevity in february of this year was 9-29 months. Ventricular output was high despite a low threshold measured in the office. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.